Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were throughout the tubing. Customer's blood glucose (bg) level was low and reported to be 50 mg/dl. The low bg level was corrected by ingesting carbohydrates. Customer was successfully able to prime tubing and mitigate all air bubbles.